Manufacturer narrative:
(B)(4). This report is for system error 2240, where the blue clamp bag dropped off and disconnected. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It warns the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnect or leak. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc). This occurred during dwell 3 of 4. Per the home patient (hp) and caregiver (cg), the blue clamp bag dropped off and disconnected. The technical service representative (tsr) explained the alarm and helped clear it. The hp was going to finish therapy using manual supplies. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.